Manufacturer narrative:
This event is no longer considered to be a reportable event.

Event description:
Medwatch number was reported as mw5104667 it was reported that the implant fabric was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no complications that were reported to have occurred. Post procedure echocardiogram imaging showed that the implant fabric was damaged. It was further reported that there is no fabric damage. There was only a cosmetic or appearance problem and therefore no reportable malfunction event occurred.

Event description:
It was reported that the implant fabric was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no complications that were reported to have occurred. Post procedure echocardiogram imaging showed that the implant fabric was damaged.